Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that he one touch ultra mini meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation because the medical surveillance specialist (mss) was unable to contact the patient by phone. The patient said she was receiving readings in the 300 mg/dl range on the reported product in 2008. She said she became shaky and fatigued after treating herself with insulin; the type and dose were not provided. The patient claimed that she contacted a health care professional (hcp) who replaced her one touch ultra mini meter with another meter. The cca was unable to complete troubleshooting because the patient no longer had the reported product. The patient's products were replaced. This complaint is reported because the patient claims that the lfs product read inaccurately high and she became shaky after treating herself with insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.